Event description:
A malfunction of the pump was reported, with the customer noting at least three occurrences of the same issue, identified as malfunction code malf 12, which was resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the customer's shipping address, instructed them to put the pump into storage mode, and requested its return within 10 days using a prepaid label, offering a replacement to address the issue.